Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown. Due to the bg level the customer experienced bruises on face from being dizzy and falling. Customer consumed juice to address bg level and went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.